Manufacturer narrative:
Correction, reportable aware date: aware date was inadvertently reported as 24 september 2020, when it should have been 23 september 2020.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Event date is an estimation. Further information requested but not received.

Event description:
It was reported that the patient's ipg was inoperable. As a result, the patient's system was explanted.